Manufacturer narrative:
H6 - adverse event problem (refer to coding manual). The report of ¿discomfort at ipg site¿ was not confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed functional testing (no anomalous outputs were observed). Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2024-07592. It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely, patient also experienced pain at ipg. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.